Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during pumping. The user's blood glucose (bg) level was as high as 600 mg/dl with moderate ketones. The user addressed bg level with manual injections. The user successfully loaded a new cartridge and would continue to use the pump until replacement is received.